Manufacturer narrative:
Second device model # arise 1000, serial # (B)(4). The bed was manufactured 9/2010. The sleep surface/control unit was manufactured 4/2011.

Event description:
It was reported to the manufacturer, by facility, per facility, a resident was being situated into a new bed. The attending nurse was having trouble pulling out the side rails to widen the sleep surface and left the room to get help. The mattress was hanging over the side of the bed with the patient in it. The patient shifted and the patient and sleep surface slipped over the side of the bed and onto the floor. The patient was ambulatory and was able to move back onto the bed. Radiographs were taken and revealed no breaks or fractures. Follow up revealed that the mattress was not secured onto the bedframe as delineated on of the user's manual. Per facility, this information was not covered in the distributors training. Retraining was provided to the facility on (B)(6) 2012 by the distributor. The user manuals were provided by the manufacturer to ensure receipt. The device is currently in service, no injury or product malfunction is claimed. Complaint #(B)(4) was entered into system for follow-up.